Event description:
It was reported that the patient had a cerebral vascular accident. In (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. 10,000 units of heparin were administered during the procedure. There were no reported complications and the patient was discharged home on aspirin and clopidogrel. On (B)(6) 2019, about 1 month post procedure the patient experienced a cerebral vascular accident. The patients speech was effected and slowed. The patient was also having difficulty in their mobility. A follow up transesophageal echocardiogram(tee) was performed that showed no thrombus on the device. The patient was put on apixaba until their 12 week tee follow up date. The 12 week follow up tee showed that there was no thrombus on the device. The patient ceased taking apixaban and continue on aspirin alone. The patient has now made a full recovery. It was further reported that the patient suffered a left temporal-occipital embolic stroke on (B)(6) 2019, not in february 2019 as previously reported. The follow up tee in (B)(6) 2019 confirmed successful laa closure. Another left middle cerebral artery territory embolic stroke occurred on (B)(6) 2019. The patient experienced neurological deficits including partial hemianopia, horizontal gaze deviation, right facial droop, moderate to severe expressive dysphasia, right sided upper and lower limb weakness, and decreased sensation in the right upper and lower limb.